Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received form a healthcare professional (hcp) of a clinical study regarding a patient implanted with a neurostimulator. It was reported that there was an issue when delivering stimulation commands to the implantable neurostimulator (ins). Specifically, calling the deliver stim window method to deliver stimulation to the left program of any group caused an error message to occur. It was noted that the issue has only been seen when the group defined to deliver a stimulation train from the deliver stim window method is defined after a continuous group. "After" was clarified to mean the group letter further down the alphabet. An example was given as if the stimulation train group is c and the continuous stimulation group is b. There may be other occurrences of the issue but the hcp had only been order to replicate it with group ordering. The issue was seen on (B)(6) during an experiment when the stimulation train group was set to b while keeping the patient's continuous stimulation group to a. Stimulation train group and continuous group permuted through combinations of group order. The issue is seen whenever the continuous group is defined before the stimulation train group. Multiple continuous stimulation groups did not resolve the issue if the groups were defined after the stimulation train group. If only the left program is defined, the order of continuous and stimulation train group does not matter. Stimulation train group was set to b and continuous set to a. Both groups only had the left program defined. It was then clarified that the continuous group after the stimulation group is the same as the stimulation group before the continuous group, and setting the stimulation train group before (earlier in the alphabet) that the continuous group will not cause the error. Furthermore, the issue can be avoided if you set the stimulation train group before the continuous group, for example a-b, b-c, c-d, a-c, a-d, b-d, with the first letter being the stimulation train group and the second letter being the continuous group. No further complications are anticipated and no patient symptoms were alleged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported there was no patient involvement, but during a bench top test ins. No further complications are anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID (B)(4) serial# (B)(4): product type implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Troubleshooting included trying different combinations of ordering of stimulation and discovering the following work around: setting the stimulation train group before (earlier letter in the alphabet) than the continuous group the error was not caused. No further complications were reported/anticipated.